Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found the instrument failed energy delivery, and also failed electrical continuity test for one jaw. The instrument failed energy delivery multiple times, so the code for intermittent energy will be replaced by failed continuity test. Upon disassembly, it was noted that one of the conductor wires was broken at the distal end. The wire insulation had stretched and thinned down close to the wrist of the instrument. As per the afma 1146583 that correlated the broken conductor wire to a broken grip cable, the conductor wire can break because of a broken grip cable. Since the primary complaint was cautery related, a new primary code of broken conductor wire will be added, and broken grip cable and failed continuity test will be added as rel codes. Correction to section d: primary product batch/lot number was updated to k16240912 0485.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable. .

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.